Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 25 (power error detected). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was performed. Customer was able to clear alarm but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1712kl was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap was attached and locked into place properly. The pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test due to critical pump error (open book image) alarm. The pump was cut open to perform a visual inspection, and moisture damage was found at the force sensor trace and connector on pcba 1. Successfully downloaded history files and traces using thump. Critical pump error (open book image) alarm confirmed however no relevant alarms were noted. Critical pump error was due to moisture damage at the force sensor trace and on pcba 1, isolate to the electronic stack. Upon further investigation the baat tool was utilized and battery cycle 4.0 received the lowbatteryalert (104) on 02/13/2025 18:40:00 after more than 7 days at 35.06 days. Battery cycle 2.0 received the lowbatteryalert (104) on 01/02/2025 12:08:00 after more than 7 days at 36.65 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Unit was isolated to the electronic stack due to moisture damage. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked battery threads, cracked case, cracked corner of belt clip rails, and cracked battery tube. In conclusion, the critical pump error (open book image) alarm was confirmed due to moisture damage at the force sensor trace on pcba 1, isolate to the electronic assembly. Customer concerns of rewind error were unknown and customer concern of power error was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.